Event description:
One endeavor drug eluting stent was implanted in the obtuse marginal during the index procedure. Approximately 8 months post index procedure the patient underwent target lesion revascularisation with implant of an endeavor drug eluting stent in the lcx. Approximately 39 months post index procedure the patient suffered a mi. It was not assessed if the mi event was related to the study device.

Manufacturer narrative:
Evaluation, results: inherent risk of procedure (mi). (B)(4).

Event description:
The revascularization which occurred at 8 months post the index procedure was to the 1st om. A balloon angioplasty and thrombectomy also occurred on this date. It is reported that approximately 39 months post index procedure the patient had a target vessel revascularization of the ob marg using one unknown brand drug eluting stent. The event was not assessed for relatedness with device.